Manufacturer narrative:
The anesthesia workstation involved in this event was in use for +5 years now and is not under a service contract. Hence, the local dräger s&s organization was not involved in examination of the device; service and maintenance state of the unit are thus unknown. Upon contacting the user facility to obtain further information the biomedical engineer could not provide a clear finding, device log files are reportedly not available and, no additional details could be provided. This lack of information does not allow a case-specific evaluation; no reliable conclusion about the root cause for the event could be made. A shut-down of automatic ventilation may occur due to technical issues with components in the ventilator unit or as a response of the safety concept to other disturbances - an example for the latter would be a disturbed airway pressure monitoring; since the protection against potentially hazardous output cannot be ensured anymore when airway pressure monitoring fails, the device is designed to shut down automatic ventilation and to post a corresponding alarm to alert the user. From the aspect that ventilation could be resumed after rebooting the device, a malfunction in the ventilator unit is rather to be excluded. A further differentiation is however not possible. Dräger recommended to have the device checked by a technical expert but the decision to use the device further as is is the responsibility of the owner/operator. Device not available for evaluation.

Event description:
It was reported that the device suddenly posted a "vent fail" alarm during use. As per report, a biomedical engineer of the hospital was present - he restarted the device and, the surgical procedure could be finished without further disturbances. There have no consequences for the patient occurred.